Event description:
This report was received from global pharmacovigilance and is a spontaneous report from a consumer with supplemental information provided by a nurse of touch contamination and peritonitis in a homechoice patient (hp). On an unreported date, the hp experienced touch contamination. On (B)(6) 2012, the hp was diagnosed with and hospitalized for chest pain, diarrhea and peritonitis. The cause of peritonitis was touch contamination. On an unreported date, the hp was treated with vancomycin (dose, route, and frequency not reported). Treatment for chest pain and diarrhea was not reported. The hp had not been retrained on aseptic technique. On (B)(6) 2012, the hp was discharged from the hospital. The hp is recovering from the events of chest pain, diarrhea and peritonitis.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.